Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ discarded plates come back to reading list. The following information was provided by the initial reporter: work was read final and discarded with the final discard button keeps returning to work list. Lab is reading this work repeatedly since there is no other way to clear the lists. The reading work list is now more than 650 specimens of which at least half of this is old work returning to the worklist.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
(B)(4). Region confirmed issue no longer occurring and wo can be closed. (B)(4). Shortly after this escalation was raised the scu suffered a critical failure following a power cut. Subsequently the vms in the scu had to be rebuilt. Prior to this the scu had its ntp sever changed to the customer server which may have altered event timing leading to some samples returning to ready for reading. Agreed with region to monitor until monday 21/nov/22 and close if no further reoccurrence or investigate further. (B)(4). Found a sample still in the r4r list: uxl54013. See attached pic with evidence of the update from finalized to r4r. Unable to determine the root cause. (B)(4). Since I thought to have seen this issue before where a bea restart resolved the issue I contacted gerhard. Along with gerhard we tried restarting bea but that didn't solve the issue, also restarted the syn services and ifa services but none of these actions has helped. The worklist is getting smaller but that might be due to the customer reading. (B)(4). Comment type: local. Dialed in. There are 390 items in the ready for reading list, but none of the samples reported by the customer: uxl52701, uxl53194, pxg7807, pxg7988, rxc87668, rxc87703. In the log for reported samples there is trace of order status update from finalized to ready for reading; not clear why since no new images are taken around that time. I see (B)(6) are also connected, asked the guys if they're doing something in the background. (B)(4) field: solution notes. Old value: null. New value: 1. Situation on arrival / current situation: work was read final and discarded with the final discard button keeps returning to work list. Lab is reading this work repeatedly since there is no other way to clear the lists. The reading work list is now more than 650 specimens of which at least half of this is old work returning to the worklist. 2. Actions taken regarding the initial problem: customer does not use hybrid system, but uses synapsys. When checking the cultures > reading worklists > urines plates mentioned by customer are in there. Some examples of these returning specimens are: uxl52701. Uxl53194. Pxg7807. Pxg7988. Rxc87668. Rxc87703. Steps taken: reset iis. Reset cce. Restart synapsys browser and cleared cookies. Restart scu. Samples are not locked, and all samples in the list are discarded. Issue remains and more plates are showing up to said list. Escalating. 3. Software version: n/a. 4. Cause of issue: lack of tests that needed to be used / ifa table issue. 5. Final status of system/ including tests performed: in production, but old plates are piling up in synapsys system. 6. Outstanding issues / recommendations:(only regarding the initial problem): escalating. Fri nov 04 13:25:30 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details: (B)(6). 1. Initial reporter: customer. 2. Issue description: discarded plates come back to reading list. 3. Error message/code (if applicable): n/a. 4. Frequency of issue: constant. 5. Attempted corrective action by customer: n/a. 6. Workaround possible? Yes/no: no. 7. System history (software/mechanical changes/environment customer): n/a. 8. Was any of the lab personnel affected in any way by this problem? If yes, how? No. 9. Was any of the patient samples or test results affected in any way by this problem (eg. Erroneous results, delay)? If yes, how? No. 10 proposed action: create case and start troubleshooting.